Event description:
Information was received indicating that medfusion 4000 pump displayed a depleted battery message while plugged in and a primary audible alarm background test. There were no adverse events reported.